Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 03/08/2016 and confirmed that the instrument was leaking at pinch valve (vl58). He replaced the defective tubing through vl58 which resolved the leak. The fse cleaned up the remainder of the leak inside the instrument. The instrument ran without leaks and all repairs were verified per established procedure. The beckman coulter internal identifier for this report is (B)(6).

Event description:
The customer reported a bloody fluid leak that had dried from a coulter lh 780 hematology analyzer. The leak was contained within the instrument. The customer was performing normal routine operation when the leak was observed. There were no errors or system messages that occurred in conjunction with the leak. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of a lab coat and gloves at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes.